Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken at the midpoint. A piece approximately 0.085" x 0.361" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. Review of the provided image is consistent with the alleged complaint that the harmonic ace instrument fractured.

Event description:
It was reported that during a da vinci-assisted surgical procedure harmonic ace instrument shears fractured. No fragments fell into the patient. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive surgical, inc. (Isi) has received the following additional information via follow up: the shear of the harmonic ace instrument was broken. The instrument was inspected prior to use. A left hemicolectomy procedure was being performed when the issue occurred. There were no instrument collisions during the procedure. A fragment did fall inside of the patient; it was retrieved during the same procedure. The instrument is available for return. The reported fragment is not available for return.